Manufacturer narrative:
The procedure was abandoned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Related manufacturer reference number: 3006705815-2021-01328. It was reported the physician was unable to effectively place the leads on (B)(6) 2021 likely due to scar tissue. The procedure was abandoned.